Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm intermittently occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an unexpected reset occurred. Customer¿s blood glucose level was 260 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.